Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports associated with this event. Refer to initial medical device report for automated impella controller serial number (B)(6) with date of event 06-dec-2024 and identifier ending in (B)(6).

Event description:
The user facility reported two automated impella controllers (aic) were shipped from one facility to another after a patient transfer. Upon arrival to the receiving facility, the cardiac catheterization lab director noted that both units had been placed in one box and in spite of a certain amount of cushioning, both aics were broken (visibly cracked in several places around outer aic housing). Field service was contacted for return of both devices for repair. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The investigation has been completed. Data analysis proved uninformative for this console. There was no evidence in the automated impella controller or long-term power logs why the batteries were originally depleted. The cause of the console damage to the front and rear housings and purge assembly could not be determined through log and console analysis but was most likely due to a user issue. The cause of the failure to power the console and charge was depleted batteries. It is undetermined why the batteries became depleted. A.1 revised as it was previously entered incorrected on the initial manufacturer device report number: 1220648-2024-25091. E.1 revised as it was previously entered incorrected on the initial manufacturer device report number: 1220648-2024-25091. E.4 should have been left blank on the initial manufacturer device report number: 1220648-2024-25091 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. Data analysis proved uninformative for this console. The console was returned for this investigation and a small crack was noticed on the rear housing. The console was tested but performed as expected. The cause of the crack in the rear housing could not be determined through log and console analysis but was most likely due to a user issue. D.9 revised as device was returned and inadvertently omitted from follow up manufacturer device report number 1220648-2024-25091. H.3 revised as the device was returned for investigation and summary is attached were previously reported incorrectly on follow up manufacturer device report number 1220648-2024-25091. H.6 codes 4203 and 4307 were reported incorrectly on follow up manufacturer device report number 1220648-2024-25091 due the incorrect investigation results were reported on that follow up report. H.10 the investigation results in manufacturer device report 1220648-2024-25091 were inadvertently reported for a different serial number that was returned for investigation at the same time.